Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. Customer stated insulin pump display did not return even after battery change or change of battery cap. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays were noted. At the beginning of testing however there was a piece of non-conducting material sitting on top of the battery spring. As a result, there was an intermittent connection when the battery was placed inside the battery compartment which is probably why the user received a blank display. Upon removal of the material, the unit functioned properly. Device has a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Also the center (enter) keypad button is cracked. (B)(4).